Manufacturer narrative:
Date of implant: represents that date the patient was placed on vad support. Approximate age of device - 25 days (calculated from the date when the mobile power unit was issued to the patient). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the mobile power unit (mpu) stopped working. The patient had been tethered to the device while sleeping and noted an alarm that awoke the patient. It was noted at the time that the system controller was operating on the internal battery and that the mpu green light was not lit. Power was noted to the outlet per patient reports. The mpu was brought into the clinic for evaluation. The vad coordinator was able to confirm that the plug was tightly engaged to the back of the device and confirmed that the device was not working. The patient was supplied with a new mpu. The patient reportedly was not symptomatic and did not experience any adverse effects due to the event.

Manufacturer narrative:
Device evaluation: the reported event that the mobile power unit stopped working was confirmed during analysis. The evaluation of the returned mobile power unit revealed a compromised power supply board. As a result the unit was not able to supply power. The mobile power unit is a serviceable item and once the faulty component was replaced, the device functioned as intended. A specific root cause for the compromised component was not able to be identified during analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.